Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a couple weeks ago patient noticed a lump at the implant site and it causes pain when sitting down. Patient states they had a telehealth appointment with doctor and the doctor said as long as it was not red, bleeding or pus coming out, not to worry about it. Patient mentioned they had increased the settings because the patient was going to the bathroom all the time and it helped at night but not much during the day. Agent reviewed if doctor has instructed patient to increase settings, they can do that. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from the patient. The patient called back for assistance with MRI mode but mentioned that they are still feeling soreness at the ins site and the ins is moving around in the pocket. When they spoke to their doctor about it at their post operative appointment the doctor was not concerned about it. Patient mentioned it can be difficult to position the communicator because of the ins moving. Redirected to discuss with managing hcp. Reviewed MRI mode instructions.